Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, instructions for use (IFU), specifications, and quality control data was conducted during the investigation. No complaint device has been returned for investigation. No photos have been provided. If the device is returned for investigation the record will be updated at that time. A document-based investigation was performed. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Based on the provided information, no product returned, and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had a triple lumen silicone central venous/hyperalimentation catheter placed on an unspecified date. Customer states that the "patient felt a pop" while the nurse was flushing the white lumen. There were no visible signs of bulging or leakage from any of the lumens. The patient underwent a dye study. The line broke below the clamp when dye was inserted into white lumen. The pressures and injection rates used for dye injection are not known. There were no prior concerns with the line; no reports of any occlusions. Patient charting indicates the line flushed well with a brisk return. The catheter was explanted and replaced. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.